Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (can't complete incoming testing) was confirmed. Upon investigation the monitor was unable to perform detect and treat testing. The cause for the failure was isolated to a defective sd card that would not lock correctly. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.